Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Health effect: clinical code (B)(4): generalized illness. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5110041. That a female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 550cc and suffered several unexplained systemic symptoms, including headaches, fatigue, and breast implant illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2021. This report is for the first of two devices.

Manufacturer narrative:
On nov 1, 2022, additional information was received indicating the patient also experienced capsular contracture baker grade unknown, hepatitis, positive ana, mitral valve insufficiency, and mitral valve insufficiency regurgitation. The date of event was identified as (B)(6) 2008. Manufacturer¿s reference number: (B)(4).